Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A customer reports the laser did not fire at the beginning of a prk procedure. The epithelium had already been removed, however no patient harm was reported. There was a delay of about 15 minutes while the system was rebooted.